Manufacturer narrative:
(B)(4) - supplemental MDR - scale marking issue. Two samples and two photos of 3 ml luer-lok syringes from batch 4303801 were provided to our quality team for investigation. The first syringe in the photos is missing all upper scale markings from the zero line to 2 ml gridline, while the second syringe is missing markings from the zero line to the 1 ml gridline. Additionally, two physical samples were received and evaluated. The condition of the second syringe described in the photos matches the condition of both physical samples. The observed condition is non-conforming per product specifications. The potential root cause for the missing print defect is associated with the marking process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4303801. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309657, batch # 4303801. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: it was reported by customer that the 3ml syringes have the numbers and measurement mostly off the syringes and so they cannot be used verbatim: rcc received a complaint via email. Item: 309657, quantity affected: 1 bx, serial/lot number: (B)(6), po: (B)(4). Are any samples available for return? Yes. Reported issue: these 3ml syringes have the numbers and measurement mostly off the syringes and so they cannot be used. Additional information provided: 1. Can you please provide an exact date of event in this format mm-dd-yyyy? - 12-02-2024. 2. Please share the captured photo of the event if available.